Event description:
A malfunction alarm was reported by the caller, indicating a pump malfunction in the tandem system. There was no adverse impact to the customer's blood glucose level as it did not exceed critical thresholds. Tandem technical support decided to replace the faulty pump. The pump was under warranty, and in the meantime, the customer switched to multiple daily injections for insulin delivery. Instructions were provided for putting the pump into storage mode and returning it with a pre-paid label, which the caller understood and acknowledged.